Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2019-01011. Additional information provided determined that this device was manufactured by cook inc. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported pain and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated. Vena cava (vc) perforation, deep vein thrombosis, pain and physical limitations. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to bilateral large saddle pulmonary embolism. Patient is alleging vena cava perforation. The patient further alleges "lower back pain. The pain intensity has progressed over the last couple of years" and "walking and standing for long periods of time. It's affected my daily activities. Pain starts shooting up my back. Even sitting becomes painful after long periods of time." Per report from CT (computed tomography) dated (B)(6) 2017: "positive for caval perforation. Superior extent of caval filter l2 disc space. Inferior extent l3-4 vertebral body. A total of 4 prongs have perforated the ivg series 2 image 36. Maximum distance prongs perforated approximately 10 mm series 6 image 61. No significant tilt on coronal images. No significant tilt on sagittal images. Diameter of ivg directly above filter 21 x 17 mm series 2 image 25."